Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error. The customer's blood glucose level was 123 mg/dl. The customer was assisted with the troubleshooting. Customer previously called to report the power error and the power error detected recurred within a week of troubleshooting of previous occurrence. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The insulin pump was received with pump error 25 due to j6 connector resistance issue. No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The insulin pump passed the displacement test, self test, sleep current measurement and active current measurement.